Manufacturer narrative:
Product analysis: a compressor controller printed circuit board (pcb), a compressor power distribution pcb and two batteries were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. The compressor power distribution pcb failed the compressor battery test and generated a voltage out of range error code. An investigation was performed and the product analysis technician reported that no fault was found on the compressor controller pcb. The compressor power distribution pcb root cause was isolated to a component resistor (r43). The root cause for one the battery was isolated to the hardware; the second battery root cause was isolated to firmware from the vendor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor power distribution printed circuit board (pcb), compressor power controller pcb and two batteries. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event.